Event description:
During follow-up, the device could not be interrogated and loss of pacing was observed. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of no communication, no pacing, and premature depletion could not be confirmed. As received, the device was above elective replacement indicator level. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. The device battery voltage is still above elective replacement indicator level, the pacing output and the communications with the merlin programmers were stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.